Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a sixty-year-old female with a past medical history notable for coronavirus disease (covid-19) infection several years prior, presented with a st-segment elevation myocardial infarction and was taken emergently to the cardiac catheterization laboratory. Heart catheterization demonstrated left main coronary artery disease and an elevated left ventricular end-diastolic pressure. The clinical team elected to implant an impella cp heart pump followed by percutaneous coronary intervention. The impella device was successfully implanted, and the patient exhibited elevated afterload. The percutaneous coronary intervention was completed successfully, and the patient was transferred to the intensive care unit. Upon arrival to the intensive care unit, impella positioning was assessed and the device was successfully repositioned under echocardiographic guidance. On the following day, the pump was repositioned again due to concern for hemolysis, noted by elevated lactate dehydrogenase laboratory values and tea-colored urine. On the second day of admission, the patient was transferred to a tertiary care hospital, where urine output and urine discoloration showed improvement. On the fifth day following initial admission, the patient experienced a mild decrease in hemoglobin and received one unit of packed red blood cells. As no source of bleeding was identified, this will not be coded to the impella. Later that same day, the impella device was successfully weaned and explanted without reported complication. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hemolysis/mechanical interaction with blood: the root cause of the hemolysis was most likely user related owing to the device being in wrong position based on clinical details and data log analysis.